Event description:
It was reported that this lead was explanted due to unknown reasons. The lead was initially implanted in the left bundle branch position, which is considered an off label use. This lead was successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was explanted due to unknown reasons. The lead was initially implanted in the left bundle branch position, which is considered an off label use. This lead was successfully replaced. No additional adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available.